Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an anterior cervical discectomy and fusion (acdf) surgery occurred on (B)(6) 2014. After the surgeon tightened the 3.0mm ti cervical spine locking screw, it was noticed that a thread of the screw was hanging off the screw. The surgeon used a koker or bayonet to twist the thread and removed it. The zero-p implant 7mm height lordotic and screw were undamaged and remain in the patient. The surgery was successfully completed without patient harm. A 15 seconds surgical delay was noted. This is report number 1 of 1 for (B)(4).